Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of device migration and varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified white particles. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Device migration and varied injuries: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, implant malposition and implant palpability/visibility may occur.

Event description:
Before her breast surgery revision, a single preoperative polaroid photograph was taken and it demonstrated both breasts "are still laterally displaced on the patient¿s chest wall, right breast is smaller than the left & left nipple is lower than right nipple¿. A non-healthcare professional reported a patient ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and they will suffer them in the future.¿ this is for the left side. The device has been explanted. See MFR # 9617229-2017-00774 for the right side.